Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that the home patient (hp) received a high drain 102 alarm on the homechoice device. This alarm occurred after use. A high drain alarm indicates the home patient drained greater than 200% of the maximum prescribed cycle fill volume. The care giver stated that the hp did a manual exchange before starting therapy. The hp did not report having any symptoms. The hp's fill volume was set to 2300ml and their ultrafiltration for cycle 2 was 2727 ml. The technical service representative discussed the use of continuous ambulatory peritoneal dialysis until the new machine arrives. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed. Review of the device logs verified the reported issue of a high drain 102/call pd nurse alarm. The cause of the high drain alarm was one or more cycles advanced to the next fill when a slow or no flow occurred above the minimum drain volume threshold. A service history review was performed and revealed no issues that could have caused or contributed to the reported issue. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A short simulated therapy was successfully performed. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.